Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was returned and evaluated against the reported event. Visual evaluation of the neck identified the device assembled with the extractor assembly. There were nicks, gouges, and scratches on the surface. No other damage was noted. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2021 - 02054.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown stem ¿ unknown part and lot, unknown head ¿ unknown part and lot, unknown cup ¿ unknown part and lot, unknown liner ¿ unknown part and lot product was received and the investigation is in process. A follow-up MDR will be submitted upon completion.

Event description:
It was reported that patient underwent a left hip revision after an unknown amount of time post implantation due to unknown reasons. During the surgery, the neck component was removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.